Event description:
It was reported that during low anterior resection procedure, the donut was not complete due to an incomplete staple line. The stump was closed and the pt received a stomy. The procedure was prolonged approx 30 minutes. The pt is in stable condition.

Manufacturer narrative:
Info anticipated, but unavailable at this time.